Event description:
It was reported the customer received a compromised force sensor system alarm. The customer's mother also reported insulin was squirting out during the manual prime process. Customer's blood glucose was 430 mg/dl. Customer's blood glucose was treated with multiple insulin. Troubleshooting could not confirm if the drive support cap was damaged as the customer was at school. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Motor error alarmed during basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Unable to perform occlusion, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Drive support disk was inspected and no anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.